Event description:
On january 30, 2009, a boston scientific employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39: 784-787 (see attached). The following information was derived from this article: patient underwent duodenal stenting. Patient developed "a lethal pneumonia that was secondary to bronchial aspiration due to obstruction of the duodenal stent".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.